Event description:
A report was received that the patient's precision system was explanted due to staph infection. The implanting physician is no longer in practice in the state, therefore further information could not be obtained.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.